Manufacturer narrative:
(B)(4): this report is being submitted late due to a delay by a manufacturer employee. Training is in place. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Received info the surgeon attempted to remove the stylet from the lead while the lead was in the pt, in the epidural space and it would not come out. Surgeon removed the lead from the pt and in attempts to remove the stylet, the hub broke off. The lead was replaced. No pt injury was reported and the recovered without sequela.